Manufacturer narrative:
The reported event that the spring is missing could be confirmed. The visual inspection showed that the spring that connects both arms and allows the elastic opening/closing function is missing. Nevertheless the cutting function was still functioning and the pliers could have been used intraoperatively by manually opening. Subsequently after assembling a sample spring within functional inspection also the elastic opening/closing function was working as intended. As the spring was not returned it could not be examined/determined if the spring shows any damage contributing the ¿jumping out¿ during application. Therefore no root cause could be determined. Previous investigations show that a possible root cause for the ¿jumping out¿ of the spring could be too wide opening of the device. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It is reported by a nurse at the hospital that during cutting the spring came out. The surgery was completed with another device. At this time no further information is available.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It is reported by a nurse at the hospital that during cutting the spring came out. The surgery was completed with another device. At this time no further information is available